Manufacturer narrative:
The report of high impedance was confirmed. Analysis of extension a found when testing the stimulation end segment for continuity that seven of the eight channels were ¿open¿. The fractures (opens) are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer report number 1627487-2024-07386 and 1627487-2024-07388. It was reported the device displayed the elective replacement indicator message and it is unknown if the device depleted prematurely. Prior to the surgery it was discovered the extensions had impedances. As a result, surgical intervention was undertaken the ipg, and extensions was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.